Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "several nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: instructions for use: juvéderm® ultra injectable gel is a highly crosslinked formulation that can be injected using a 30-g needle for more versatility in contouring and volumizing of facial wrinkles and folds. Prior to treatment with juvéderm® ultra injectable gel, the patient¿s medical history should be obtained and the patient should be fully apprised of the indications, contraindications, warnings, precautions, treatment responses, adverse reactions, and method of administration. Patients also should be advised that supplemental ¿touch-up¿ implantations may be required to achieve and maintain maximum correction. The injection technique of juvéderm® ultra injectable gel with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered may vary. A linear threading technique, serial puncture injections, or a combination of the two have been used to achieve optimal results. If juvéderm® ultra injectable gel is injected too superficially, this may result in visible lumps and/or discoloration.

Event description:
Company representative reported that after a patient was injected in an unspecified location with an unspecified amount of juvéderm® ultra and approximately 1-year-post-injection¿ the patient reported ¿several nodules inside (back side) of the lip.¿ no treatment was provided. Event resolution is unknown at this time. It's noted the "patient had dental cleaning 2 months after lip injection. Lumps appeared 2 years later. Multiple lumps that appear to line up with each tooth.¿